Manufacturer narrative:
Customer resolved issue by reconnecting power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot, and no leds were observed on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.